Event description:
It was reported that during an unknown surgery when opening the endopouch, it was defective (bag outside the rod, could not be used). There was a need for a new product, which was used without complications.

Manufacturer narrative:
(B)(4). Batch #t94h5p. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the pouch device found that it was received fully deploy. The suture was torn and still attached to the device. The bag was not returned for analysis. It could not be determine what may have cause the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.